Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable/ add gel messages) has been confirmed. As received, the rear therapy electrodes, cable connecting the distribution node (dn) to rear therapy electrode (te), and the therapy electrode interconnect cable were all missing. The root cause for the missing components was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that a patient was experiencing "add gel" messages in the absence of prior gel release, and the electrode belt had a damaged cable.